Event description:
I removed my 16 y/o saline implants, and although I asked to have no implant, I was told by my dr that silicone mentor gel implants were totally safe. Almost immediately I had joint pain, brain fog, fatigue, skin rash and back pain. The symptoms got so bad I could not walk my son to the park and would forget my words. I explanted 3 years ago and almost all my symptoms have improved except the rash. FDA safety report ID# (B)(4).